Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-jul-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("significant belly pain") and device breakage ("piece of the implant still in the right horn after surgery / implants that could be essure on right peri-medium (2mm).") In an adult female patient who had essure (batch no. A56797, a06685) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("piece of the implant still in the right horn after surgery"), allergy to metals ("chrome cobalt allergy"), the first episode of depression ("depression"), menorrhagia ("hemorrhagic menstrual periods"), back pain ("significant back pain that made her get up like a 90-year-old woman"), amnesia ("memory loss"), abdominal discomfort ("cold/swollen belly"), abdominal distension ("cold/swollen belly"), pain in extremity ("pain in toes, heels, wrists"), pain ("pain like electricity"), asthenopia ("visual fatigue"), fatigue ("tired "), asthenia ("asthenia") and the second episode of depression ("depressive syndrome"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, complication of device removal, allergy to metals, amnesia, abdominal discomfort, pain in extremity, pain, asthenopia, asthenia and the last episode of depression outcome was unknown and the menorrhagia, back pain, abdominal distension and fatigue had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, amnesia, asthenia, asthenopia, back pain, complication of device removal, device breakage, fatigue, menorrhagia, pain, pain in extremity, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: insertion without general anesthesia. Following the removal, on (B)(6) 2017 (bilateral salpingectomy ¿ piece of the implant still in the right horn after surgery): she is doing very well. Date of incident reported (B)(6) 2016. Removal date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: found an implants that could be essure on right peri-medium (2mm). Lot number information overview: lot number: a06685 manufacturing date: 2012/05 expiration date: 2015/05 . Lot number: a56797 manufacturing date: 2012/09 expiration date: 2015/09 . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: during a cluster reconciliation, and following confirmation from the local health authorities, case 2019-026832 was identified as a duplicate of this case. All case information and source documents from 2019-026832 have been transferred to this case. Fu received as part of a class action lawsuit fr-2019-01-essure-cluster: patient complained about asthenia and depressive syndrome (events added). CT scan performed on (B)(6) 2018 found an implants that could be essure on right peri-medium (2mm). We received a lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 18-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("significant belly pain") in a female patient who had essure (batch no. A56797, a06685) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage ("piece of the implant still in the right horn after surgery"), complication of device removal ("piece of the implant still in the right horn after surgery"), allergy to metals ("chrome cobalt allergy"), depression ("depression"), menorrhagia ("hemorrhagic menstrual periods"), back pain ("significant back pain that made her get up like a 90-year-old woman"), amnesia ("memory loss"), feeling cold ("cold/swollen belly"), abdominal distension ("cold/swollen belly"), pain in extremity ("pain in toes, heels, wrists"), pain ("pain like electricity"), asthenopia ("visual fatigue") and fatigue ("tired"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed. At the time of the report, the abdominal pain, device breakage, complication of device removal, allergy to metals, depression, amnesia, feeling cold, pain in extremity, pain and asthenopia outcome was unknown and the menorrhagia, back pain, abdominal distension and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, asthenopia, back pain, complication of device removal, depression, device breakage, fatigue, feeling cold, menorrhagia, pain and pain in extremity to be related to essure. The reporter commented: insertion without general anesthesia. Following the removal, on (B)(6)2017 (bilateral salpingectomy - piece of the implant still in the right horn after surgery): she is doing very well. Date of incident reported (B)(6) 2016. Removal date reported as (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 20-jul-2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1655 cases. Abdominal pain. The analysis in the global safety database revealed 1082 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 18-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("significant belly pain") in a female patient who had essure (batch no. A56797, a06685) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage ("piece of the implant still in the right horn after surgery"), complication of device removal ("piece of the implant still in the right horn after surgery"), allergy to metals ("chrome cobalt allergy"), depression ("depression"), menorrhagia ("hemorrhagic menstrual periods"), back pain ("significant back pain that made her get up like a 90-year-old woman"), amnesia ("memory loss"), feeling cold ("cold/swollen belly"), abdominal distension ("cold/swollen belly"), pain in extremity ("pain in toes, heels, wrists"), pain ("pain like electricity"), asthenopia ("visual fatigue") and fatigue ("tired"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed. At the time of the report, the abdominal pain, device breakage, complication of device removal, allergy to metals, depression, amnesia, feeling cold, pain in extremity, pain and asthenopia outcome was unknown and the menorrhagia, back pain, abdominal distension and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, asthenopia, back pain, complication of device removal, depression, device breakage, fatigue, feeling cold, menorrhagia, pain and pain in extremity to be related to essure. The reporter commented: insertion without general anesthesia. Following the removal, on (B)(6) 2017 (bilateral salpingectomy - piece of the implant still in the right horn after surgery): she is doing very well. Date of incident reported (B)(6) 2016. Removal date (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1665 cases. Abdominal pain. The analysis in the global safety database revealed 1095 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Lot number information overview: lot number: a06685, manufacturing date: 2012/05, expiration date: 2015/05, lot number: a56797, manufacturing date: 2012/09, expiration date: 2015/09. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 02-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.